Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was removed on (B)(6) 2016. The patient indicated that they were seeing a physical therapist and using a tens unit three years prior to the report, so the therapy was turned off. It was noted that it was never turned back on. The patient mentioned that the ins didn't help much, and "notified" them all the time. The healthcare professional informed the patient they could have the device removed if they wanted. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.